Event description:
During a coronary stent procedure of a circumflex lesion, the physician first attempted to direct stent with a 3.5 x 20 express2 monorail and was unable to cross the lesion. The delivery/stent device was removed and the lesion was pre-dilated with a maverick balloon catheter. The 3.5 x 20 express2 monorail was re-advanced and was still unable to cross the lesion and was removed again. Another MFR's stent was successfully deployed. The physician then pre-dilated the mid lesion and went down with a 4.0 x 12 express2 monorail. He was unable to cross and the delivery/stent device was removed and the lesion was dilated again. He went back down with the 4.0 x 12 express2 monorail and was still unable to cross. Resistance was felt during removal and the delivery/stent device became stuck in the lesion. After some manipulation the delivery/stent device was removed, however, the stent had dislodged. The stent was located and a 2.0 x 20 maverick balloon was used to deploy the stent where it had dislodged. The physician had wanted to place another stent and was unable to do so and the case was completed. Pt status is listed as "okay".